Event description:
Customer reported an erroneous high troponin test result was obtained with one patient sample when using a unicel dxc 600i synchron access clinical system. The erroneous test result was reported out of the laboratory. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat test results were just above or within the normal reference range. The patient treatment was affected by the initial erroneous test result. The customer stated that the patient had received additional cardio testing, but was not invasive. It is unknown if the patient was given anything between tests. There were no reports of death or serious injury associated with this event.

Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer. The fse performed preventive maintenance and made an adjustment to the luminometer to ensure the substrate portion of the system check was within specifications. Performed system check with passing results. All assays calibrated and quality controls were run. Cause of the initial erroneous elevated troponin test result is unknown.